Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude home monitoring system detected an alert for low shock impedance on this device system. The boston scientific sales representative reviewed daily measurements and all measurements were found to be within acceptable limits. Technical services discussed measurement recording guidelines and testing recommendations. The patient implanted with this device system reported receiving electrical stimulation the same day that the low shock impedance measurement occurred. The patient's physician chose to continue monitoring the patient via the latitude system. To date, no adverse patient effects were reported with this clinical observation.